Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and ovarian cyst. On 7-apr-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on 7-apr-2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, heavy menstrual bleeding and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: in insertion date , as per mr 29nov2012, in removal date, as per mr 21mar2017. No. Of coils: the left tubal ostium was visualized and the coil deployed. There were 2 coils remaining. The right tubal ostium was visualized the device deployed. There were 6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-jul-2013: essure confirmation test-(unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test-(unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight fluctuations. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.